Event description:
The manufacturer (femcare-nikomend) was contacted by an attorney representing a patient claiming the physician misplaced the filshie clips.

Manufacturer narrative:
The manufacturer (femcare-nikomed) contacted the law office to obtain additional information regarding the event, however, no additional information was received.